Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for high blood glucose levels. At the time of the call, the customer's blood glucose reading was 515 mg/dl. The customer gave himself a manual injection to treat. Advised the customer that a follow up call would be made to check on his status. Nothing further was reported.